Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that in the cardiac intensive care unit, there was a pca infusing continuous fentanyl 25mcg/ml, as well as cleviprex, precidex, dextrose d5 with 20k+, dopamine 2mcg/kg/min, and insulin. The rates were changed several times, but otherwise, the nurse did not touch the device setup. The device alarmed and displayed "channel error". The nurse attempted to silence the alarm and restart the infusion unsuccessfully. The device was immediately switched out due to patient¿s dependence on vasopressor medication . No other trouble shooting was attempted, and there was no patient harm. Although requested, no further information was received.